Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the freestyle libre sensor received an error message of "scan again in 10 minutes¿ after 12 days of wear. As a result, the customer was unable to obtain sensor scans and experienced numbness and a loss of consciousness. The ambulance was called and upon arrival, the customer may have possibly been given ice cream as a treatment. The customer was taken to a hospital where he was admitted for an unspecified number of days and administered 125 ml of saline solution drip. No further information was reported. There was no report of death or permanent injury associated with this event.